Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath- small and an issue with air flowing back into the side port occurred. It was reported the valve of the carto vizigo¿ 8.5f bi-directional guiding sheath- small didn't closed properly so there were tiny bubbles in the valve that could be seen. There was no patient consequences. Air was not introduced into the patient. The physician aspirated the bubbles. No medical intervention was required and the patient has not exhibited any neurological symptoms since the procedure was completed.

Manufacturer narrative:
Device investigation details: information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A device history record review was performed for the finished device 00001822 number, and no internal action related to the complaint were found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath- small and an issue with air flowing back into the side port occurred. It was reported the valve of the carto vizigo¿ 8.5f bi-directional guiding sheath- small didn't closed properly so there were tiny bubbles in the valve that could be seen. There was no patient consequences. Air was not introduced into the patient. The physician aspirated the bubbles. No medical intervention was required and the patient has not exhibited any neurological symptoms since the procedure was completed. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Bwi conducted a visual inspection and functional test of the returned device. Visual analysis of the returned product revealed that no damages or anomalies were observed on the carto vizigo¿ 8.5f bi-directional guiding sheath- small. Per the event, flow and pressure tests were performed, in accordance with bwi procedures, and no issues were observed. Values were observed within specifications. A device history record was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The instructions for use contain the following recommendations: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Flush and maintain continuous saline. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 16-aug-2022, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).